Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's leads had migrated and that the ipg was inoperable. Surgical intervention was undertaken, and the system was explanted and replaced.

Manufacturer narrative:
Correction: first notification date is 17jul2025. Correction b5: additional information received reports that the patient's system was explanted at an unknown date and not 03jul2025 as previously reported. Correction d6b: explant date is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received reports that the patient's system was explanted at an unknown date and not (B)(6) 2025 as previously reported.